Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient was hospitalized due to elevated blood glucose (bg) levels. Patient¿s bg levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The patient woke up with high bg levels, and reportedly believes it was due to occlusion issues. However, there appeared to be nothing wrong with the pod and there were no alarms found in the patient¿s personal diabetes manager (pdm) history. Patient was reportedly drinking at a party the night before being hospitalized, but stated he drank ¿a normal amount¿, ¿not too much¿. The next morning his bg levels were high and continued to rise. The cannula appeared normal (like the pod), when the device was removed from the site. It was also reported that the adhesive was secure during wear. At the hospital, the patient¿s blood was tested which confirmed ketones were present. Patient also had high levels of lactate in his blood. As treatment at the hospital, the patient was administered electrolytes, sodium chloride, and then put on an insulin pump. The patient was also administered calcium and glucose. The patient remained in the hospital for 2 days before being released. The pod was unavailable to be returned for evaluation as it was discarded at the hospital.